Event description:
Complainant alleged that during patient (age and gender unknown) set-up of the device, the clinician observed that the device intermittently displayed a "defib fault 78" message after the charge button was depressed. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.